Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the silicone segment inside of pump module while alarming for occlusion. Tubing was replaced without further incident. There is no report of patient harm. Received a copy of the customer's medwatch report from FDA, which states ¿(statement from nurse operating pump)IV tubing bubbled inside of the pump module. The pump began beeping, showing that there was an occlusion. Upon closer examination the tubing had began to bubble. There were no contributing factors. There is no way that it could have been prevented. There was no harm done to the patient. Tubing was replaced without further incident."